Event description:
It was reported that customer experienced cgm error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, did not see error message again, and successfully started new sensor session, with no additional information received regarding any further outcome.